Event description:
In september of 2002, this pt their was no longer able to hear with their cochlear implant. The device failed suddenly, with no reported cause, and was successfully explanted ad replaced about two months later.